Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation results: update to block h6: imdrf evaluation conclusion code. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Additionally, a batch number is not provided, therefore a DHR cannot be performed. If further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported the patient had their neurostimulator and tined lead revised. The patient wanted the new ins, so they do not have to charge it once a week. The patient presented with a red light on their remote control indicating there was a high (open) impedance on electrode 0. The physician also took an x-ray and saw the lead moved down.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had their neurostimulator and tined lead revised. The patient wanted the new ins, so they do not have to charge it once a week. The patient presented with a red light on their remote control indicating there was a high (open) impedance on electrode 0. The physician also took an x-ray and saw the lead moved down.